Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle did not work. The device would not open. Another device was used to continue the procedure and no patient injury resulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found arcing damage on back of jaw seal plate. The customer reported that the device was difficult to open or close. The reported condition was not confirmed. The jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track, the knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally. An additional failure was found during the investigation; arcing on back of jaw. Inspection noted a charred area in the back of the jaws on the surface of the seal plate. The charring indicated that the device had arced during use. The investigation could not determine the root cause of the arcing. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.